Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2001. On an unknown date it was noted a perforation occurred and the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2001. On an unknown date it was noted a perforation occurred and the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2001 the patient was initially admitted to the ER for significant swelling of the left leg, acute deep vein thrombosis and pulmonary embolism. A venous duplex scan was consistent with a deep vein thrombosis. The patient underwent greenfield filter insertion on (B)(6) 2001. The patient was discharged home (B)(6) 2001. On (B)(6) 2013 a CT of the chest with contrast was performed due to chest pain. Several pulmonary emboli were seen in the peripheral aspect of the right main pulmonary artery with extension into proximal branches to the right upper and lower lobes. The ivc filter was partially visualized in the upper abdomen. No thrombus was seen above the filer. The origin of the embolus was indeterminate. On (B)(6) 2017 a CT of the abdomen was performed and revealed the filter legs penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter was tilted anteriorly. Its cone was near the wall of the ivc.